Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The gbit test passed. The 100t test did not pass, and lines 3 and 6 were shorted. Both gbit an 100t testing were performed using a cable validator-nt900. The cable did passed visual inspection. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found there was no communication between mobile view station (mvs) and image acquisition system (ias), no network led´s on mvs-computer on the yellow network communication cable and that the umbilical cable damaged. The medtronic representative replaced the mvs interface (umbilical) cable and performed an imaging system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system displayed the error, "connected, not ready, waiting for mvs signal." The medtronic representative reported it is not possible to get the logs from the image acquisition system (ias). There was no patient present when this issue was identified.